Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection on the companion sample did not identify evidence of a leak. The sample was functionally tested and underwater leak tested. No leaks were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 500 ml capacity container leaked from the medication port when spiked. The reporter stated that the injection site had appeared "dried out" before spiking. The device had been spiked with either a 16 or 18 gauge needle. There was no patient injury or medical intervention associated with this event. No additional information is available.